Manufacturer narrative:
The report of the source device delivering medication to the patient without pressing the dose request button on the handset was not confirmed. Physical inspection showed no abnormalities. Functional testing performed on the returned pca module and handset found both devices working as intended. The pca event log identified an infusion of unknown medication programmed on (B)(6) 2019 at 1:42:51 am at a rate of 1.5 ml/h with a vtbi of 29.6581 ml. The customer indicated that the profile ¿medical¿ was most likely in use during the reported incident . The original volume detected in the inserted mono_35 syringe was 29.8331 ml. The device recorded 19 pca handset detached alarms with the device being restarted by the user each time. Seven total doses were given to the patient, while fourteen requests were not delivered due to the lockout interval. The device was channeled off by the user at 6:06:42 pm. The root cause of the handset malfunctioning as reported was not determined.

Event description:
It as reported that the pca module randomly indicated to "restart" and it was noted that the medication dose was delivered to the patient without pushing the dose request cord button. The event occurred in medical unit. There was no consequence or impact to the patent. Although requested, additional information was not provided. During a non-bd device log analysis, it was found that the dose request cord was malfunctioning. Multiple "pendant detached" messages was noted on the logs, which prompted for restarting the device. Furthermore, an infusion test was done but unable to duplicate the event without pressing the dose request cord.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per customer, it is their policy not to provide patient information.

Event description:
It as reported that the pca module randomly indicated to "restart" and it was noted that the medication dose was delivered to the patient without pushing the dose request cord button. The event occurred in medical unit. There was no consequence or impact to the patent. Although requested, additional information was not provided. During a non-bd device log analysis, it was found that the dose request cord was malfunctioning. Multiple "pendant detached" messages was noted on the logs, which prompted for restarting the device. Furthermore, an infusion test was done but unable to duplicate the event without pressing the dose request cord.